Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735736 software version: 2.1.0 h3, h6) no parts have been returned to the manufacturer for analysis. Applicable codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system froze during the case and was unresponsive. The site had to reboot the system and was able to continue with the case. It was noted that there was no error displayed prior to freezing. A clinical specialist (cs) updated the software to 2.1. There was no reported patient impact and the amount of surgical delay was unknown at the time of report.

Manufacturer narrative:
H2-3) as per the info available in the global complaint handling system, "[2024-may-13 amunda2: logs archives not available until ssd is returned in case (B)(4).]" The solid state drive (ssd) had been replaced in another case, so the logs will not be available until it is returned back. But if the ssd found crashed or faulty, might be that logs will not be available. But for time being closing the case. The software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. Codes: b01, c19, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.